Event description:
Customer reported being incoherent and unable to communicate. Spouse called emergency medical technician (emt) & their device = 24 mg/dl. Emt's gave customer orange juice and an IV of glucose. Customer was transported to hospital. No controls used. A request was made for return product and replacement product was sent.